Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severely tortuous. The pt tolerated the procedure well. It was reported the following day that the pt had disseminated intravascular coagulopathy and the pt expired. It was reported to medtronic that the physician does not feel the death was related to the device.

Manufacturer narrative:
Eval codes, results and conclusion: (death), (disseminated intravascular coagulopathy).